Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited change in impedance. Chest x-ray was performed and revealed no visible change in the lead position. The physician believed the lead exhibited micro-dislodgement. No intervention was performed. The patient experienced no adverse events and would continue to be monitored.